Manufacturer narrative:
Used (B)(6) 2019 as event date as there was no date provided. Device is a combination product.

Event description:
It was reported that shaft break occurred. A 2.25x16mm synergy stent was selected for use; however, it was noted that the shaft broke. No patient complications were reported.